Event description:
It was reported that the device migrated to the axillary due to the patient losing a significant amount of weight. The right atrial (ra) lead was observed to have a slack issue resulting in the atrial lead lying on top of the device. No malfunction was alleged against either product. The device was explanted and replaced. The ra lead was capped and replaced. The patient was in stable condition.